Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly during visual inspection. No unexpected power loss or replace battery now alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a replace now battery and power error detected. The customer¿s blood glucose level was unknown. The customer stated that they had issues with pump and batteries. Customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that they had second occurrence of replace battery now without a low battery warning. The customer advised to continue to wear pump until replacement arrives if they insert a new battery. The customer advised that the pump will need to be replaced. The insulin pump will be returned for analysis.